Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the right coronary artery. The 3.00mm x 15mm emerge balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).